Manufacturer narrative:
The autopulse platform in complaint was returned to zoll on 06/23/2016 for investigation. Device history record (DHR) was reviewed for service information related to the reported complaint and there was no previous history of complaint reported for autopulse with serial number (B)(4). A visual inspection was performed and found both head restraints were cut off, the front enclosure was cracked, and the battery lock was bent. Additionally, one of the load cells was reading out of specs (failed load cell characterization test). The primary complaint was confirmed. A review of the archive data revealed numerous user advisory 16 (timeout moving to take-up position) errors had occurred; however there were no other significant problems that were noted in the archive. Further investigation revealed the brake gap had seized. The brake gap was freed and cleaned with alcohol to resolve the issue. The device passed functional testing. The autopulse platform is a reusable device and was manufactured on 02/25/2009. Therefore, this type of physical damages found during inspection is characteristic of normal wear and tear for the life of the device. Additional repair was completed unrelated to the reported complaint to ensure the autopulse platform is functional without issue. The top cover, front enclosure, battery lock and load cell single point were replaced. The platform passed all final testing criteria.

Event description:
During a shift check on the autopulse platform (s/n (B)(4)), it was reported that a user advisory 16 (timeout moving to take-up position) was displayed. To troubleshoot the issue, the customer replaced the lifeband, however, with no success. There was no patient involvement reported.